Event description:
Luer activated valve remains in open position after syringe is removed causing backflow of blood to be dripped on floor. One report of entire valve that sprung loose and "flew across the floor".